Manufacturer narrative:
The product has been returned to medtronic and the analysis is in progress. A supplemental report will be filed upon completion of the device evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately ten minutes after implant of this pulmonary bioprosthetic valved conduit implanted in an (B)(6) pediatric patient with tetralogy of fallot, a short episode of right ventricular dilation and dysfunction occurred. Inotropic agents were administered, ventilation was changed and the issue resolved within a few minutes. The patient was extubated and transferred to the intensive care unit (ICU). Upon arrival to the ICU, echocardiogram revealed pulmonary artery stenosis, a pressure gradient of 50 mmhg, and mild to moderate regurgitation. Angiography later that afternoon showed an unexpected movement of the conduit leaflets. One day post-implant, the valve was explanted and replaced. After explant of the conduit, the surgeon noted an intimal detachment of the distal face of one of the leaflets. The surgeon indicated the brief distension episode of the right heart immediately following implant could have attributed to the intimal detachment. There was no evidence of pulmonary hypertension post implant, and the patient was discharged with no additional adverse patient effects reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed that a 5 cm section of the valved conduit was received. The body of the conduit at relaxed state was distorted (accordion like body). There was bulging and reduced waist of the wall. Rotating the valve all around its side showed possible twisting of the conduit. The valve was in a twisted state in which the valve easily folded at the observed creases. Both proximal and distal ends were trimmed obliquely and previously sutured and the ends were everted. The leaflets were visible through the conduit, and the conduit was cut longitudinally through one leaflet (l1) to assess the leaflets and commissures. All commissures were found intact. The leaflets were slightly stiff but flexible. L2 exhibited a 3mm tear on the free margin. No visible damage was noted on the remaining two leaflets except for the intentional cut made through l1. There was loose thrombotic tissue found seated on the belly of each leaflet. The loose tissues were pulled out of the leaflet and sent to histopathology lab for further assessment of the loose tissues. If the assessment finds new details, a follow up report will be sent once that assessment is complete. Radiology did not reveal any calcification on the device. If information is provided in the future, a supplemental report will be issued.